Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer's mother reported the string broke off three tampons upon removal, leaving the tampons inside the body. Two tampons were manually removed without assistance. One tampon was removed with the aid of a medical professional. The consumer experienced vaginal discharge and odor. No diagnosis of infection, and no medications were prescribed.